Event description:
It was reported that during procedure, while testing the lead on the back table, the helix on the right ventricular lead would not come out. The lead was unable to be implanted. Another lead was implanted. The patient was fine before and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.2 cm. The reported event was caused by the helix being clogged with dried blood and an over torqued inner coil at the connector region. The damage found was sustained during the surgical procedure. The lead was otherwise normal.